Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the fixation pin was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a fixation pin sheared and a portion was left in the vertebral body. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was not completed as the lot number has been identified/confirmed in this case. Since the fixation pin was not returned no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported that the ravine fixation pin broke during impaction.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a fixation pin sheared and a portion was left in the vertebral body. Surgery took place (B)(6) 2018.